Event description:
The hospital reported that during a saphenous vein endoscopic case using vasoview hemopro 3, it was noted to have increase smoke in the tunnel during use, the smoke would take a while to dissipate. Picture attached was taken 4 seconds after toggle switch released. The end user felt that the increase in smoke obstructed views therefore the harvesting procedure took longer than normal. It did not cause a procedural delay. Co2 was attached to the distal end of the device. Co2 settings were flow of 5, pressure of 12. The pre-cautery test was done and device passed. The beeping sound was heard when the toggle was pulled back to activate the device the procedure was completed with the same device. No patient injury.

Manufacturer narrative:
Tw 1552081the device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed.